Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from a coaguchek xs meter. The serial number was not provided. The customer initially received an error when he attempted to test himself. The specific error was asked for but not provided. At 08:16 am the customer tested again and the result from the meter was 4.3 inr. It took longer than 15 seconds to dose the strip. At 09:15 am the result from the meter was 3.2 inr with a new finger and the qc was acceptable. The customer attempted two additional tests and received an error. There was no allegation of an adverse event. The customer was feeling "fine". The customer was not on heparin therapy, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's coumadin dose changes depending on the inr result. The customer's therapeutic range was 2.5 - 3.0 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 294151) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Medwatch field product problem was updated.